Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, adhesions and surgical intervention for explant. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2016, the patient underwent a surgery for repair of hernia and was implanted with a bard/davol ventralight st w/ echo positioning system. On or about (B)(6) 2019, the patient underwent surgery to cut through the mesh to lyse adhesions and repair the recurrent hernia. It is alleged that the patient was injured severely and permanently. It is alleged that the ventralight st mesh implanted in the patient failed to reasonably perform as intended, caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. It is alleged that he patient continues to experience complications related to the ventralight st mesh and will likely require additional surgeries to repair the damage from the product. Attorney alleges past, present, and future damages, including pain and suffering for severe and permanent personal injuries sustained by the patient. It is further alleged that the device was defective.